Manufacturer narrative:
Insulin pump received with faded serial number label and end cap address label, missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the serial number was no longer present on the insulin pump. The customer's blood glucose was 8.4 mmol/l at the time of incident. The device is expected to be returned for analysis.